Event description:
The subject device was returned for analysis and the device investigation revealed that the catheter ptfe inner lining was peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter distal shaft was seen to be kinked/bent. The catheter hub and tip were intact. During functional inspection a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The catheter could not be flushed, and a 0.0158" patency mandrel could not be advanced through the first 1 cm of the catheter shaft. The catheter was cut at the strain relief, and the mandrel was advanced distally, pushing out material what appeared to be polytetrafluoroethylene (ptfe). The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. It was reported that during aneurysm embolization case. Used 0.0165in catheter to deliver a stent after flushing and after only 2/3 of the stent was delivered to go into hub of microcatheter, resistance was encountered and the stent was not able to be advanced. Part of the stent was not able to be pushed out in hub. So the operator withdrew the stent and introducing sheath out from microcatheter and used another stent to go into hub. Resistance was encountered but the stent was still able to be advanced. After the stent went into hub completely, the operator continued to push the delivery wire and then the stent deployed. So the operator withdrew the delivery wire out from hub and then used new catheter and new stent to deliver and deploy successfully. No impact to the patient. The device was returned for analysis, and it was noted that the catheter shaft was kinked. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The catheter could not be flushed, and a 0.0158" patency mandrel could not be advanced through the first 1cm of the catheter shaft. The catheter was cut, and the mandrel was advanced distally, pushing out material what appeared to be ptfe inner lining. Based on a review of all available information and the analysis of the returned device it is probable that the ptfe inner layer was damaged when resistance was felt advancing the stent during the procedure. The concurrent stent may have been damaged during transfer due to some procedural factors causing the friction. A guidewire was successfully placed using this catheter prior to the reported issue. The friction was noted in the proximal shaft which would have been perceived as hub friction. The reported event 'catheter hub friction' as well as the analyzed events 'device difficult to flush', 'catheter shaft blocked/occluded', 'catheter shaft friction' and 'catheter ptfe inner lining peeling' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.